Event description:
The patient reported that their heart was beating really hard that it moves the covers. The patient also reported that the beating was not continuous. Follow-up from the clinic provided that the patient was experiencing diaphragmatic stimulation however; the device had normal functionality. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.